Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the catheter kinked during infusion. There was no report of patient impact. The following information was provided by the initial reporter: rn started peripheral IV, flash noted, and catheter threaded without difficulty. Flash stopped at the end of the tubing, rn attempted to flush catheter and immediately encountered resistance. Patient reported no pain at side. Rn removed peripheral IV catheter; end of catheter tip bent significantly but intact.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the catheter kinked during infusion. There was no report of patient impact. The following information was provided by the initial reporter: rn started peripheral IV, flash noted, and catheter threaded without difficulty. Flash stopped at the end of the tubing, rn attempted to flush catheter and immediately encountered resistance. Patient reported no pain at side. Rn removed peripheral IV catheter; end of catheter tip bent significantly but intact.

Manufacturer narrative:
H6: investigation summary it was reported the end of catheter tip was bent significantly post insertion. As no physical sample or picture sample was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history record review was completed for provided material number 383576, lot 3026529. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. An additional device history was reviewed for the subassembly unit used in the manufacturing of this batch and no related quality issues or deviations were found during the manufacture of the subassembly batch. Based on the investigation, bd was not able to confirm the defect or associate the incidence with the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10